Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visit to doctor to remove broken cannula from abdomen on (B)(6) 2019. The customer's blood glucose value was unknown. Customer reported the introducer needle fractured while in the body. Customer reported the sensor was still in the body. Customer reported that they did receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.